Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
It was reported that while on a patient, the ventilators touchscreen drifts and it had an alarm that could not be silenced. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Although requested, patient information was not provided. The customer troubleshot with technical support and the biomed, stated he was not able to duplicate the issue at first. After running for about an hour, touchscreen was not detected in the top right corner. The biomed calibrated the touchscreen and it resolved the issue for a little while, but then would become unresponsive in the top right corner where the alarm silence button is. The customer replaced the touchscreen to address the reported issue and all tests passed.